Event description:
The reporter contacted animas on (B)(6) 2013, reporting a tactile changes issue with the pump keypad. The reporter indicated that the arrow buttons on the pump were not always responding. This report is made based on the allegation of the keypad buttons response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). The previously reported investigation results were confirmed to be the results for the correct serial number device.

Manufacturer narrative:
Follow-up #1 05/14/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad button symbols were found to be worn but the keypad was found to be intact. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored; the display screen was replaced with a test screen and the display returned to normal.